Event description:
It was reported to st. Jude medical that the device was delivering therapies; although none were felt by the pt. Upon explant, blood was found in the header. The cause of the anomaly was believed to be a loose lead connection.